Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was moving easily in the pocket site. The patient underwent a pocket relocation procedure and was doing well postoperatively. The device remained implanted.